Event description:
A malfunction alarm was reported by the customer with a code of malf 9. There was no adverse impact to the customer¿s blood glucose level as it was reported not to exceed 500 mg/dl. Technical support assisted the customer by providing information on how to reset the pump, which successfully resolved the issue, and advised them to call back if the malfunction recurred.